Event description:
A consumer reported that following use of a multipurpose solution (two bottles from different lots) and a contact lens cleaner, in conjunction with contact lenses, she experienced dryness, burning, redness and swelling since the first day of use. Her symptoms worsened and returned to the "optical seller" who recommended eyedrops for dry eyes to alleviate the symptoms. However, the symptoms continued to worsen, at which time, she went to an ophthalmologist who told her she had an eye infection which was treated with antibiotic eyedrops. The consumer reported the events have resolved after the seven day treatment and she resumed use of her contact lenses and the products again. Upon experiencing discomfort, she discontinued use of the contact lenses and the products; the events have now resolved. After multiple requests, the consumer was not able to provide contact information for the doctor; therefore, no follow-up could be conducted. There are two medical device reports associated with this event. This report is for the multipurpose solution.

Manufacturer narrative:
Evaluation summary: the complaint samples have not been received. Review of the compounding, filling and packaging manufacturing batch records (mbrs) showed them to be acceptable. A review of the stability data for all lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. The two lots (201450f and 210364f) met all release criteria prior to product release. No root cause can be determined. The complaint history was reviewed. There was one other complaint of this nature reported for lot 201450f. There were two other complaints of this nature for lot 201364f. After multiple requests, the consumer was not able to provide contact information for the doctor; therefore, no follow-up could be conducted. (B)(4).